Manufacturer narrative:
Concomitant medical products: logic tibia traptray cem sz 2f/2t (cat#: 02-012-41-2020 / serial#: (B)(4)), logic tibia ps mod insrt sz 2 9mm (cat#: 02-012-35-2009 / serial#: (B)(4)), three peg patella 32mm (cat#: 200-02-32). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a representative informed that on (B)(6) 2022 that a surgeons will be replacing a loose femoral stem extension screw in one of his patient's right knee. The revision to occur on (B)(6) 2022. The x-ray images provided indicate that this is a logic cc femoral component. The plan is to retain the femoral component, remove the loose screw, and replace with a new screw that they will tighten down intraoperatively. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections d6b, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of not fully tightening the screw into the femoral component using the torque-limiting driver handle, which is preset to release when the appropriate torque has been achieved, allowing for the screw to back out. However, this cannot be confirmed as the screw was not returned for evaluation. The most probable root cause associated with the reported event of "disassembled/misassembled¿ is associated with the unwanted disassembly of the device, or incorrect assembly of the device (attaching mating instrumentation incorrectly, assembling an implant construct off-axis, etc.). Section d1: brand name section d4: model number, catalog number, serial number, expiration date, unique identifier (UDI) # section d9: device available for evaluation section d10: concomitants products - truliant tib imp psc insert sz 2, 13mm (cat# 02-022-44-2013 / serial# (B)(4)) - truliant tib imp psc insert sz 2, 15mm (cat# 02-022-44-2015 / serial# (B)(4))